Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was replaced during the service call.

Event description:
It was reported that the 9800 system intermittently locked up with no x-ray during a case. No patient injury was reported.